Event description:
It was reported to physio-control that the customer's device had a charge pak and attention icon present on the display. Upon evaluation of the device, physio-control observed that the unit had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control determined that the cause of the reported failure was due to two electrically leaky filters, designators fl9 and fl10, from the analog pcb assembly. The leaky filters depleted the internal hybrid layer capacitor (hlc) batteries of the device, leaving the unit unlikely to have had enough energy to provide sufficient defibrillation in a critical situation. The customer was provided with a replacement device.